Event description:
Reportedly, an unusually short residual longevity was observed for the subject ICD during the review of the recorded patient files. Preliminary analysis revealed that non-physiological signals were observed on both channels between (B)(6) 2016 and (B)(6) 2017, leading to the delivery of inappropriate therapies. The non-physiological signals most probably resulted from leads issues and/or leads-ICD connection issues at both level.

Event description:
Reportedly, an unusually short residual longevity was observed for the subject ICD during the review of the recorded patient files. Preliminary analysis revealed that non-physiological signals were observed on both channels between november 2016 and january 2017, leading to the delivery of inappropriate therapies. The non-physiological signals most probably resulted from leads issues and/or leads-ICD connection issues at both level.

Manufacturer narrative:
Based on preliminary analysis results, normal battery depletion occurred.

Event description:
Reportedly, an unusually short residual longevity was observed for the subject ICD during the review of the recorded patient files. Preliminary analysis revealed that non-physiological signals were observed on both channels between (B)(6) 2016 and (B)(6) 2017, leading to the delivery of inappropriate therapies. The non-physiological signals most probably resulted from leads issues and/or leads-ICD connection issues at both level.